Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced atypical chest pain. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 3.5mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.5x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2011, the patient experienced atypical chest pain-non cardiac and was hospitalized. An angiography was performed without revascularization. One day later, the event was considered resolved with residual effects. The patient was discharged on aspirin and prasugrel. Per the physician, the event was related to the taxus stent.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).